Event description:
It was reported that there was early battery depletion. The device was removed and replaced. It was also reported that the left ventricular (lv) lead showed high threshold since the implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.